Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to left and right cylinders were outside of the corpora. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.